Manufacturer narrative:
The reagent lot number is 73362001 with an expiration date of 30-sep-2024. The customer's calibration and qc were acceptable. The investigation reviewed the system's alarm trace. Abnormal aspiration alarms were observed in the alarm trace. It was noted that the second nozzle on the rinse station was leaking. The field service representative found the rinse levels were off. He flushed the vacuum tubes and set cuvette rinse levels. The customer verified calibration and qc passed and the instrument passed the precision check. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results for 1 patient sample on a cobas 8000 c 701 module. The initial result was 6.75 mg/dl. The sample was repeated due to the customer questioning the initial low result. The repeated result was 9.02 mg/dl. The repeated result was obtained on another analyzer. The repeated result was believed to be correct. The questionable result was not reported outside the laboratory.